Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention/cardiac arrest. Device issue: dislodged stent. It was reported that the stent dislodged from the balloon inside the patient's artery. Then, a snare device was used to recover the stent. Another stent was used to conclude the procedure. It was noted that the patient was a difficult case and experienced with cardiac arrest during the procedure, but the cardiac arrest was not related to the product. No additional event or patient information is available.